Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems for multiple samples. The initial results in the range of 130-144 mmol/l were reported out of the lab. The original samples were re-tested on a different instrument and higher sodium results were obtained. Amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is routinely calibrated every 8 hours, followed by a qc run. Prior to this event, ise qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse decontaminated the ise system, replaced multiple parts and performed alignments. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.